Event description:
It was reported that two weeks post implant, the lead exhibited loss of capture, high threshold, sensing anomalies and poor r-waves. Repositioning was attempted unsuccessfuly and the lead was replaced.

Manufacturer narrative:
Na